Event description:
Alleged deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed outer shell tear due to damage during assembly causing outer lumen deflation. The shell thickness in this area was within specification. Update and/or corrections to the following sections: b4, b5, d4, d7, d10, g7, h2, h6, and h10.

Event description:
Deflation resulting in explantation.